Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the burr attachment "head" was worn out; causing the burr not to lock was confirmed. An assessment was performed on the device which found that the device was generally worn out. It was further noted that gear turning was strong and the drill chuck gear rim was worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) the "head" of the chuck with key device was worn out, causing the burr device not to lock. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.